Event description:
It was reported that this left ventricular lead was explanted due to experiencing damage due to multiple ablations and exhibiting loss of capture. Another lead was implanted instead. No further adverse patient effects were reported.